Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit alarms noted. The pump was received with intermittent display due to corroded keypad traces. No display ramping on its own anomaly noted. The pump was received with cracked case at lcd window corners and battery tube threads. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 9.8 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.